Event description:
It was reported that the r waves have been steadily dropping over the past six months, which may be related to a previous myocardial infarction in the lead interface area. The right ventricular (rv) lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) abdominal stent graft 2007 (B)(6); (B)(4) abdominal stent graft 2007 (B)(6); (B)(4) abdominal stent graft 2007 (B)(6). (B)(4).